Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review verified one manual suspend warning on the reported failure date of (B)(4) 2013 @ 18:29. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no suspend alarms duplicated. All buttons respond to presses with no hyper-sensitive button and the keypad is undamaged. Investigators were unable to confirm the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter indicated that the pump was noted to be suspended after completing a work out. The reporter indicated that there were no alarms that would have suspended the pump and there were no noted tactile changes to the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.